Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the cursor on the display screen, and was unable to be calibrated. It was also indicated that the power cord bay was broken and the handle covers were broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the left half of the programmer's display screen was unresponsive to the stylus. Multiple stylus replacements did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.